Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for pressure spiking during patient treatment. Patient harm is unknown. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site, but the reported pressure spikes were not reproduced during test. During the investigation on site a log investigation was done, there it was found that after nebulizing, the unit would begin to exhibit ¿high airway pressure¿ alarms persistently. Further investigation revealed that the expiration valve membrane was malformed in the seat and corrected. The control printed circuit board (pcb) and expiration cassette were also replaced prematurely. We have not received any new complaint on this ventilator since this event. No parts or device log files have been received for a factory technical investigation, therefore the cause has not been established in this investigation. However from other complaints we have experience clogged filter after nebulizing, if the filter has not been replaced as recommended in our user¿s manual.

Event description:
Importer ref. #: cc-cpl-2018-02082. Manufacturer ref. #: (B)(4).